Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was then completed with a non-medtronic 22-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient and deployed up until the point of no recapture (ponr). It was then identified that the valve had under expanded. Due to concern about removing the nosecone of the dcs, a pre-implant bav was completed. The valve was then successfully removed from the patient's body via the dcs. A new valve was then utilized to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012967616); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.